Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was evaluated by the us ssu and the sensor panel was replaced with a retrofit one. The device was tested to factory specifications and passed all tests. (B)(4).

Event description:
On (B)(6) 2013, at maquet medical system service, mahwah, nj during testing of cardiohelp unit (B)(4). The technician received a "battery 2 needs service" error. The cardiohelp unit was sent to (B)(4) for investigation. (B)(4).